Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 . The complaint of micro switch not working and broke off was confirmed. Physical condition of the device revealed a cracked tank cover and missing block assembly and interlock block. The cause is believed to be isolated to customer bending the switch. Repair summary included: replaced the pcb because when the float switch was triggered the alarm wouldn't sound. Also replaced the tank cover, interlock block, micro switch, and block assembly. Performed pm.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 microswitch is not working and broke off. No patient adverse event reported.